Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, high capture thresholds were observed. It was thought to be due to the patient's anatomy. The lead was removed from the pocket and a replacement lead was successfully implanted.